Manufacturer narrative:
Unable to evaluate the device. The patient required repair of incision, closed with metal skin staples.

Event description:
A (B)(6) female patient underwent a simultaneous bilateral tka and the insorb stapler was used to close the primary incisions. Two days post op, the patient experienced a wound separation on one side and inflammation and staple spitting on the other. The incision was re-closed in the operating room using metal skin staples.